Event description:
The sagittal saw attachment was sent for service and during performance testing at the MFR it was found that the device overheated. There was no pt involvement and no adverse consequences associated with the device.